Manufacturer narrative:
The investigation determined that both higher and lower than expected quality control results were obtained from non-vitros thermofisher mas chemtrack (mas) quality control (qc) fluids processed using vitros chemistry products na+ slides in combination with a vitros 5600 integrated system. The assignable cause of the event is most likely incorrect customer protocol. The customer switched electrolyte reference fluid (erf) lots without calibrating, resulting in the low result of 134.4 mmol/l being obtained. Per the instructions for use (IFU) for vitros na+, a calibration is required whenever a new erf lot is put into use. The customer then processed another calibration with responses that appeared atypical to the expected responses, resulting in the higher result of 189.7 mmol/l. The cause of this suboptimal calibration is unable to be confirmed, as the customer states they followed calibration preparation protocol per IFU instructions. Ortho staff reviewed proper protocol with the customer, including the need to calibrate when putting a new lot of erf into use, as well as calibrator preparation per the IFU. It is unlikely an instrument related issue contributed to the event as acceptable performance was obtained after calibrating vitros na+ slide lot 4216-0984-8077 and new erf lot r6765 with freshly prepared fluids. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4216-0984-8077.

Event description:
A customer reported both higher and lower than expected quality control results obtained from non-vitros thermofisher mas chemtrack (mas) quality control (qc) fluids processed using vitros chemistry products na+ slides in combination with a vitros 5600 integrated system. Mas qc fluid results: level 1 (B)(4) result of 134.4 mmol/l versus an expected result of 167.0 mmol/l, level 3 (B)(4) result of 189.7 mmol/l versus an expected result of 125.0 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected vitros na+ results were obtained from qc fluids and were not reported from the laboratory. There were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).